Manufacturer narrative:
The lot was manufactured may 18, 2019 - may 20, 2019. Four (4) samples were received for evaluation. Unaided visual inspection was performed which observed that the fill port connector thread was damaged. The reported condition was verified. The cause of the condition was not determined. A functional testing was not performed for this complaint. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During returned sample evaluation, four (4) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were returned with damaged fill port connector threading. This issue was identified prior to use. There was no patient involvement. No additional information is available.